Event description:
It was reported by the physician that the catheter was placed in a male pt on (B) (6) 2009. The pt was sent home following shoulder surgery with a disposable pain pump. Upon completion of the treatment, the pt removed the catheter at home per the hosp protocol. When the pt went to remove the catheter, no excess force was applied and initially the catheter came out very smoothly and there was very slight resistance. Upon removal he noticed the sheath around the outside of the catheter came out, but the wire was uncoiled and had separated. The pt then called the pain rn to explain what had happened and that the remaining metal coil of the catheter was unable to be pulled out. The pt then returned to the hosp where they were able to remove the wire without any surgical intervention. There were no pt complications reported.

Manufacturer narrative:
(B) (4). Follow up report will be filed if add'l info becomes available.